Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The fna needle dislodged in the patient's lungs. It was retrieved with a forceps and the patient was not harmed. "As per cc form": fna needle dislodged in the patient's lungs. It was retrieved with a forceps and the patient was not harmed. Rep update: the hospital is not returning any messages to enable me to complete form with any further details. I have collected the device concerned and am awaiting complaint box as sample is contaminated and not left in a safe condition to ship. There is also two needles in the bag left for me with no explanation of why two. I am completing to the best of my ability. A section of the device did remain inside the patient¿s body. Needle tip snapped off in patients lungs during sampling. Removed with biopsy forceps the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return no please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Not given. Please describe the size of the intended target site. Not given if not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? Yes, biopsy forceps to remove end of needle from lungs. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Not given. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Na. Was the syringe used during the procedure, after the stylet was removed? N/a. Was difficulty experienced while retracting the needle? N/a. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. Was the endoscope in a flexed or twisted position at any time during the procedure? No. The stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? Don¿t know. Did any section of the device detach inside the patient? Yes, if yes, please specify: needle tip broke off in lesion. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation (B)(4) units of lot c1897834 of echo-hd-22-ebus-p were returned opened not in their original packaging it should be noted that this file is related to another complaint file. The following information was received from the rep; ¿I collected the needle and there were two products rather than one so I am trying to find out what has happened. Only one lot number given and one issue" clarification was also requested as follows; ¿can you please confirm if you ever received clarification why 2 echo devices were sent back from the hospital as per highlighted section below in yellow from her mail of the 23rd march? Both devices returned were the same lot number (c1897834). We received back those 2 devices for decon this afternoon as per photos below and need to determine if both devices relate to (B)(4) or if the second device relates to another pr (complaint)¿ reply was received as follows; ¿unfortunately not¿ I could never get clarification why there were two devices. I have left numerous messages and spoken to the nurse but she didn¿t get an answer and I thought more important to send back rather than wait.¿ lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 19 april 2022. Two opened devices were returned under (B)(4). The distal end of the needle returned under (B)(4) was found to be broken. The broken needle tip returned was approx. 1.3cm in length. A proximal needle kink was observed below the sheath extender under (B)(4). This failure will be investigated under another file document review including IFU review prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1897834 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1897834. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-4). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although it was advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break in the lungs during the puncture attempt. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It was confirmed that the broken needle part was retrieved from the patient with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted as the device was returned and evaluated on the 19-apr-2022 and due to the completion of the investigation and an update to the investigation conclusions on the 25-apr-2022.